Manufacturer narrative:
Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event include: pxt281412/04362611, pxc201200/04908858, pxc201400/04901803, pxc201000/04663263, pxa280300/04935063, pxa230300/04479563, pxc121400/10642058 and pxc121200/10366081.

Event description:
On (B)(6) 2007, the patient was implanted with a six gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the two aortic extender components were implanted bilaterally in the common iliac arteries. On (B)(6) 2013, the patient presented to the emergency room with abdominal pain. CT images showed an enlarged abdominal aortic aneurysm measuring 8.4 cm, a distal type I endoleak associated with one of the aortic extender components, and a type ii endoleak from multiple ilio-lumbar arteries. It was reported the patient's tortuous iliac arteries caused a lack of seal on the aortic extender component, thereby contributing to the distal type I endoleak. The same day, a reintervention was performed to address both endoleaks. Two contralateral leg components were implanted distally on the right side with intentional coverage of an ilio-lumbar artery. Final imaging showed resolution of the endoleaks, and the patient tolerated the procedure.